Manufacturer narrative:
H10: a philips remote service engineer (rse) talked to the customer in order to troubleshoot the issue. The rse was unable to provide technical support and a field service engineer (fse) was dispatched.the customer later called back and canceled the onsite support from the fse as they had already resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Customer did not provide serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that their classic philips information center (pic) was freezing. The device was in use on a patient. There was no report of patient or user harm.